Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the customer experienced "issues" getting the cartridge to load onto the pump. Reportedly, there were no obstructions around the cartridge. During troubleshooting with tandem's technical support, the customer followed the load process and successfully loaded a cartridge. Insulin delivery was resumed. Blood glucose was 103 mg/dl.